Event description:
At 12:50 2 nacs came to rptr and said pt is hurt. Rptr rushed to rm and found pt wedged between the air cushion and the bedrail. Pt had the edge of the bedrail pushing deeply into her upper neck, she was pulled from between the rail and cushion and they checked, no pulse and no resp, no heart tones. Pt was on side when found and it appeared as if they choked to death on side rail. Body was still very warm at time of incident. Was found by nacs.